Manufacturer narrative:
Results: as received, the returned leads were examined under a microscope. Lead "a" had a kink with broken wires at approximately 22 cm from the terminal end; however, only two channels failed impedance testing. This lead had compression and electrocautery marks but the outer tubing was not breached. Lead "b" had an electrocautery mark that breached the outer tubing as well as compression marks. Lead "b" passed all functional tests. The broken wires were consistent with an overstress condition the leads were subjected to while implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2011-09439. The patient received the scs system including two percutaneous leads (from two different lots) on (B)(6) 2010. It was reported the patient went under a surgical intervention for a lead revision due to experiencing painful stimulation in his back. The procedure was completed with implanting two new leads of a different model. The patient reported effective coverage post-operative. No patient complications were reported. Analysis of the returned product was completed on 12/06/2011.